Manufacturer narrative:
Supplemental report 01- MDR (B)(4)- MDR 3003442380-2026-00154. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. Upon review of the event description and assigned malfunction code adhesive failure user application error, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion . Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced two infusion set detachment events occurring between 04-dec-2025 and 01-jan-2026. The infusion set had been in use for two days. The patient stated that insertion site was not cleaned and dried prior to insertion. The patient went to an emergency room (ER) and was subsequently admitted to the hospital on (B)(6) 2026 and admitted to intensive care unit (ICU) due to elevated blood glucose levels. The patient's blood glucose level during hospitalization was 505 mg/dl. The patient tested positive for ketones, which were assessed as life threatening. During hospitalization, the patient was treated with intravenous (IV) fluids of saline and insulin. The patient has not yet been released from the hospital. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.